Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 14 mg/dl and hi (greater then 600 mg/dl), 358 mg/dl and 137 mg/dl, 91 mg/dl and 358 mg/dl the comparisons were performed on different dates. Customer reportedly felt unwell when he tested 358 mg/dl during both occasions; he administered humalog based on these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.